Event description:
It was reported that the right ventricular (rv) lead had low r-waves in the vtip to vring sensing configuration. During the changeout of the device, due to elective replacement indicator (eri), the lead was tested through the analyzer and acceptable r-wave measurements were obtained in the integrated bipolar sensing configuration. The new configuration was programmed on the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator, 2008 (B)(6); 5076 implantable pacing lead, 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).